Event description:
It was reported that pump touchscreen was frozen and unresponsive, and customer was unable to interact with pump screen despite there being no physical damage. There was no adverse impact to the customer's blood glucose level. Customer attempted a pump reset without success, then arranged with technical support for pump replacement, planned to use multiple daily injections as backup insulin therapy, received instructions for storage mode and return of problematic pump, and was advised to enter pump settings and reconnect continuous glucose monitor on replacement pump.